Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). A philips remote service engineer (rse) spoke with the customer and determined that the speaker needed to be replaced. After consultation with the customer, a subcontractor fts (schumed) will replace the speaker on the mx400 monitor. The speaker assembly was successfully ordered by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported device is having loudspeaker error. It is unknown if the device was in use at time of event, and there was no adverse event reported.